Event description:
IV pump was in connected to the patient and plugged into an outlet. Staff saw smoke coming from the IV pump electrical cord near the hubble. ICU medical formerly hospira. FDA safety report ID# (B)(4).